Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was broken and customer experienced difficulty charging the pump. Replacement cable was sent to the customer. There was no impact to customer¿s blood glucose.